Event description:
Profound and permanent neurological injuries [nervous system disorder], extreme fatigue [fatigue], muscle cramping particularly in legs [muscle spasms], numbness in hands, feet and legs [hypoaesthesia], joint paint [arthralgia], intestinal distress [abdominal discomfort], zinc toxicity [metal poisoning], extensive nerve damage [nerve injury], tingling in face, arms and legs [paraesthesia], severe and permanent physical injuries [injury]. Case description: an attorney reported that their client, an adult female who was born in (B)(6), used fixodent denture adhesive, version unk cream concurrently with super poligrip original denture cream, unspecified total daily use beginning 2001 to present, and reported the following: zinc toxicity, extensive nerve damage resulting in extreme fatigue, muscle cramping particularly in her legs, tingling in her face, arms and legs, numbness in hands, feet and legs, joint pain, intestinal distress, profound and permanent neurological injuries, and severe and permanent physical injuries. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.